Manufacturer narrative:
Baush & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicated there were no anomalies that cold have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customer by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A representative from a physician's office, reported a patient developed fusarium keratitis while using renu with moistureloc multipurpose solution. The patient initially presented with a painful eye, which was diagnosed as a corneal ulcer. The patient was starter on viroptic 9trifluridine) and zymar (gatifloxacin). Following positive corneal culture for fusarium the patient was switched to natamycin. Over the course of the next month the pahysicain saw the patient every few days. It was last reported that the patient was doing much better.